Event description:
It was reported that during device changeout the atrial set screw has been stripped and the screw will not turn. The physician used a bone drill to break the header and free the lead. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.